Event description:
It is alleged that a (B)(6) male patient received a coolsculpting treatment on (B)(6) 2012, with 8.0 applicator to his lower abdomen. On (B)(6) 2012, the treating physician's office reported that the patient had developed a firm, non tender bulge on the midsection of his abdomen which was first detected by the patient about 8 weeks after the procedure. On (B)(6) 2012 the physician performed a fine needle biopsy and ruled out possible seroma. On (B)(6) 2012, patient was examined by a second physician. The examination revealed a protrusion in the treatment area. The consultation concluded that there was an apparent increase in soft tissue. A MRI was ordered to evaluate for volumetric change of fat. On (B)(6) 2012, patient had a MRI. The MRI report, received on (B)(6) 2012, confirmed fatty tissue protrusion in the treatment area. On (B)(6) 2012, the consulting physician recommended a liposuction procedure making this event reportable. A follow-up report will be made to the agency if and when new information is received about this case.

Manufacturer narrative:
Per the physicians office, all the procedures were conducted successfully with no malfunctions or error codes. Zeltiq reviewed the system logs and confirmed no system malfunction occurred during the treatment.